Manufacturer narrative:
Device evaluated by MFR. : promus element plus,mr,ous 3.50x32mm stent delivery system (sds) was returned for analysis. Examination of the stent identified stent damage. The stent struts in the proximal region of the stent were lifted and pulled proximally. The undamaged stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found no tip damage. Examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no damage. No issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 30nov2020 it was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in a coronary artery. A 3.50x32mm promus element plus drug eluting stent was selected for use. However, the stent could not pass through the lesion. The procedure was completed with a different device. There were no patient complications reported. However, returned device analysis revealed stent damage.